Manufacturer narrative:
Product analysis: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was permanently paced at a rate of one hundred beats per minute due to the rate drop response algorithm of the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.